Manufacturer narrative:
H6 health effect - impact code. F1905 has been updated to f12.

Manufacturer narrative:
D6b. Explantation day, month and year added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 51-year-old male with cardiomyopathy and pre-support clinical status consistent with scai shock stage d, with a past medical history significant for renal insufficiency requiring dialysis, was supported with an impella 5.5 via the right axillary/subclavian artery and an impella rp flex via the right internal jugular vein. Following placement of the impella rp flex, transesophageal echocardiography noted the appearance of biomaterial or thrombus on the inlet of the rp flex within the right atrium. No procedural or therapeutic interventions were performed in response to this finding. Additionally, the patient developed a hematoma and minor access site bleeding at the right internal jugular insertion site after transfer to the ICU. Heparin infusion (12 units/hour) was temporarily held for several hours after the hematoma was identified, after which hemostasis was achieved. The event involved minor access site bleeding and the echocardiographic observation of possible thrombus or biomaterial on the inlet of the impella rp flex, without the need for intervention. The bleeding resolved with conservative management, and there was no confirmed device malfunction or definitive evidence that the patient injury was attributable to the impella devices.. Bleeding is consistent with access site complications as a result of anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem), e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site bleed was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details. The cause of the hemolysis was not determined due to insufficient clinical details and no product returned.

Manufacturer narrative:
B5 clinical narrative was updated. D4 serial number and UDI was updated to remove leading 0s. H6 code e0303 was added.

Event description:
Updated clinical narrative: a 51-year-old male with cardiomyopathy and pre-support clinical status consistent with scai shock stage d, with a past medical history significant for renal insufficiency requiring dialysis, was supported with an impella 5.5 via the right axillary/subclavian artery and an impella rp flex via the right internal jugular vein. Following placement of the impella rp flex, transesophageal echocardiography noted the appearance of biomaterial or thrombus on the inlet of the rp flex within the right atrium. No procedural or therapeutic interventions were performed in response to this finding. Additionally, the patient developed a hematoma and minor access site bleeding at the right internal jugular insertion site after transfer to the ICU. Heparin infusion (12 units/hour) was temporarily held for several hours after the hematoma was identified, after which hemostasis was achieved. The event involved minor access site bleeding and the echocardiographic observation of possible thrombus or biomaterial on the inlet of the impella rp flex, without the need for intervention. The bleeding resolved with conservative management, and there was no confirmed device malfunction or definitive evidence that the patient injury was attributable to the impella devices.. Bleeding is consistent with access site complications as a result of anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. It was also reported that there was hemolysis identified with an upward trend in the plasma free hemoglobin and lactase dehydrogenase, with a likely association to the impella rp flex.